Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead developed a cosmetic depression and cosmetic esc (environmental stress cracking) while in vivo. Concomitant products: kdr901 implantable pulse generator (B)(6) 2005; 4092-58 implantable pacing lead (B)(6) 1999; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
The right ventricular and atrial leads were returned to the manufacturer after being prophylactically explanted during a system upgrade. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.